Event description:
Complainant alleged that during patient monitoring of a (B)(6) male, the device inappropriately powered down. Complainant indicated that the clinician replaced the battery and the device would not power up, clinician obtained another device to continue treating the patient. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.

Manufacturer narrative:
The customer was contacted for returned of the device. The device has not been returned to zoll for eval.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device shutting down was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the event battery was not returned for evaluation as part of this investigation. The malfunction of the device intermittently powering on was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 12 years old. The device was recertified and returned to the customer. No trend is associated with reports of this type.